Event description:
Report of explant of device system due to "t8 thoracic lesion - granuloma with necrosis" received per annual device tracking report. Follow up with hcp revealed pt had received mso4 50 mg/ml at 10mg per day. The medication was prepared in the hosp pharmacy. The mass was diagnosed in 2000 with an MRI. The pt symptoms included recent increase in pt's usual pain, right radicular pain, bladder incontinence and new/increased right leg weakness. The catheter and mass were removed three days later and a frozen section was done. No results were provided. The present condition of the pt is "stable."